Event description:
It was reported that the patient was still experiencing incontinence with their artificial urinary sphincter (aus) due to urethral atrophy at the cuff site. The cuff was downsized for a better fit. No further patient complications were reported.